Event description:
The target lesion was the mid through distal rca. The lesion was a de novo, moderately calcified and moderately tortuous. There was 75% stenosis. Radial approach was chosen for the procedure. While the cypher (2.5/23mm) was being delivered to the target lesion, physician felt resistance due to the severe calcification and so the device was withdrawn. The physician found the stent to be flared at the distal end outside of the body. Therefore, a different cypher stent (size unk) was implanted instead and the procedure was safely finished. There was no reported pt injury. The product was clinically used and will not be returned for the analysis due to the pt's infectious disease.

Manufacturer narrative:
(B)(4) cypher product (B)(4) is not distributed in the u.s.; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.